Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks, and the patient alert triggered. The right ventricular (rv) lead exhibited low impedances. The pace/sense portion of the rv lead was capped, and a new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.